Event description:
It was reported that the device was inserted on (B)(6) and on (B)(6), it was confirmed that it had partially fractured when the patient was repositioned. It is unknown how the catheter was secured. It was removed completely from the patient. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. The product returned for evaluation was one 5fr dl groshong nxtcatheter. A gross visual inspection of the returned catheter found that a complete break had occurred on the catheter tubing at the nose of the molded joint. Microscopic inspection of the break site found that the fracture surface was uneven and had a granular texture, suggesting that the damage had been caused by tensile stress. The catheter tubing was attempted to be stretched at multiple locations to test for tensile weakness. No tensile weakness was observed. Based on the available evidence, factors which may have contributed to the reported event were identified. However, there was not enough evidence to conclusively determine how the break occurred. Therefore, the root cause remains unknown.